Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver resection, the device had an activation issue. Although the output seems to have been output, the sealing was incomplete. The completion sound was heard. No bleeding occurred. The device was replaced with the same product (lf2019) and was used without any problems. There was no patient injury.